Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument was being sterilised ahead of surgery and the manager at asdu cut herself on sharp corner of instrument.

Manufacturer narrative:
Examination of the returned instrument confirmed the sharp damage to the handle where the metal and rubber connect. Provided information states this instrument was part of orthokit and the customer appears to have received the instrument in this condition. The root cause is attributed to orthokit sending the instrument in a damaged condition. A two-year search of the complaint database did not identify a trend for this issue. No corrective action taken at this time. Complaints will be monitored through post market surveillance (B)(4).depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.